Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient was feeling shocking and jolting. The patient¿s apartment was broken into and stuff was re-arranged and his patient programmer (pp) went missing and the patient was now having shocks and jolts going through his body. The patient was concerned that someone stole his pp and that they could use it to harass and abuse him. He was concerned it was ¿electronic harassment.¿ it was unknown when the issue started.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.